Event description:
It was reported that the device was explanted and replaced due to premature end of life.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of premature battery depletion could not be confirmed. Based on programmed settings and usage data, a longevity calculation was performed and the battery was within the normal longevity estimations. Device function was normal when tested on the bench.